Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cap damage with the incident lot was observed. The damage was most likely caused by a timing issue on the equipment which inserts the stopper or impact damage from moving the assemblies to the insertion point. However, without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had a damaged cap. This resulted in a sterility breach. No injury or medical intervention reported.